Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report high blood glucose reading and a hospitalization due to high blood glucose. The customer's current blood glucose reading is 474 mg/dl. Customer treated with a manual injection. Customer experiencing headache and abdominal pain. During troubleshooting, time and date are correct. Programming is correct. Bolus history had shown activity, customer stated that she does not believe that she received the insulin. Manual prime correct, insulin did exit the tubing. High pressure test passed. Nothing further reported.